Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anticoagulant therapy, pain, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vc/organ perforation, tilt, embedment, unable to remove, anticoagulant therapy, pain, depression. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Patient codes: no code available (3191):v ertebral body perforation-listed in IFU device codes: appropriate term/code not available (3191): perforation-listed in IFU; appropriate term/code not available (3191): tilt- listed in IFU. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the (B)(6) 2018, computed tomography abdomen without contrast: "findings: filter penetration: penetration of primary struts into the pericaval fat, with a single posterior strut anchored the anterior l3 vertebral body (sagittal image 104). Impression: cook infrarenal inferior vena cava filter with strut penetration beyond the inferior vena cava wall into the pericaval/mesenteric fat, and a single posterior strut anchored in the l3 vertebra. If this filter is to be removed, it may require more complex removal techniques". Per the (B)(6) 2018, computed tomography abdomen without contrast: "there is an inferior vena cava filter in place. This is in good position. There is mild anterior tilting of the apex of the filter which is touching the anterior wall. There is no evidence of free fluid there is no evidence of free air". Per the (B)(6) 2018, retrieval report: "findings: inability to engage the inferior vena cava filter hook with the retrieval kit snare. Successful engagement of the filter neck with endobronchial forceps, with inability to completely dissect in inferior vena cava filter hook from the inferior vena cava wall despite prolonged dissection of the hook region. Unsuccessful attempt to use endobronchial forceps and snare to engage the filter neck and hook. Note is made of distorted configuration of the stabilizing wires of the inferior vena cava filter". Impression: 1. Embedded inferior vena cava filter. 2. Unsuccessful inferior vena cava filter retrieval despite use of multiple advance techniques and prolonged retrieval attempts".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Corrected data: a1. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a gunther tulip navalign jugular & femoral vena cava filter implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis. The patient is alleging tilt, vena cava perforation, the device is unable to be retrieved, long-term anticoagulant therapy and embedment. The patient further alleges: "I have experienced emotional and physical pain and suffering. Specifically, I have experienced depression; I worry that the filter will get loose and travel to my heart or lungs. I constantly think of this, it is a scary feeling. I sometimes get pain in the area where my filter is placed and worry that it is moving or has moved. On (B)(6) 2018, the physician took a computed tomography scan. The results showed filter tilt, strut perforation, with a single posterior strut anchored in the l3 vertebral body, and a recommendation for complex removal techniques. On (B)(6) 2018, the physician took a computed tomography venogram of my abdomen and pelvis and found a filter tine projecting into my l3 vertebral body, along with other struts also seen perforating my inferior vena cava. I had a failed removal attempt on (B)(6) 2018; she even tried with endobronchial forceps but could not engage the filter¿s hook. She noted an embedded hook, struts perforating, and referred me for attempted laser removal. I experienced anxiety before the filter was placed but it has now significantly worsened, and I have to take medication for it".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] received a cook gunther tulip filter on (B)(6) 2012. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.